Event description:
It was reported to tyco healthcare / kendall that a customer had a problem with an insulin syringe. The customer stated one of the needles broke off during his injection and had to be surically removed.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.